Event description:
It was reported that catheter break occurred. The target lesion was located in the left lower extremity. An angiojet solent omni was used for the thrombectomy procedure. During the procedure, it was found that the catheter ruptured about 20 centimeters away from the tip during thrombectomy mode. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable. It was further reported that there was no separation of the device noted.

Event description:
It was reported that catheter break occurred. The target lesion was located in the left lower extremity. An angiojet solent omni was used for the thrombectomy procedure. During the procedure, it was found that the catheter ruptured about 20 centimeters away from the tip during thrombectomy mode. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable.